Event description:
Patient stated that she had seen a lot of improvement and the therapy was great but that she called because she wasn't sure if she was using her patient programmer correctly. Patient stated she had not had any anesthesia for either one and had refused it and it was fine and they just used local anesthesia but she was ¿like 'eek, I¿m still a little out of it¿. Patient stated she had just nodded when she was being taught instructions but didn't really understand. Patient stated she could tell it was on because the other day it felt like she just ripped the thing right out of her and it caught onto something and it pulled and it was like 'ouch' because it was a new surgery. It was clarified that the device itself was pulled because she must have bumped it up against something and right underneath the scar it felt like ¿ahhh!'omg did I do something?!" Patient stated she thought "omg what if she pulled the wires or something." Patient stated that her daughter had come over to show her how to use the patient programmer and had pressed buttons and when pt checked her therapy yesterday she saw that it was off. Patient stated she wasn¿t sure how long therapy was off for, maybe a few days and for a couple of days. The patient didn¿t feel right and stated she knew something was wrong with her and when she checked therapy it had been off. Patient stated she wasn't sure if she was still accidently turning the therapy on/off or not. Patient services walked patient through difference between patient programmer (pp) on/off verse implant neurostimulator (ins) on/off and how to check settings. Patient¿s therapy was on. Patient stated she did not feel stimulation all the time that it comes and goes and was getting good symptom control. The patient was concerned about pumping stimulator. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.